Manufacturer narrative:
Evaluation summary: the turbohawk was received with the distal tip missing and a cd which included cine images was provided. The turbohawk was inspected and observed the distal rotating tip was separated from the laser drilled portion of the distal assembly. The distal rotating tip was not returned. There was no damage seen to the slide cover assembly or torque shaft. The guidewire tubing of the distal assembly exhibited zipper tearing throughout the tubing. Cine images from the returned cd were analyzed. Two stents were observed within the vessel anatomy. Images show the turbohawk distal tip is located proximal to the shorter stent. No damage to the stent could be identified. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician attempted to treat a lesion at the right mid popliteal artery using a turbohawk device. The target lesion type was noted as plaque with little tortuosity and no calcification but 90% stenosis. A 6f sheath and .014 guidewire were used. Vessel was not pre-dilated. IFU was followed. It was reported that the atherectomy result was good but upon withdrawal moderate resistance was felt and the wire appeared to have prolapsed around the device. It was reported that the physician attempted to straighten the wire and attempted to continue the withdrawal of the device. At this point, it was reported that the nosecone detached. It was then reported that the tip was twisted and aligned properly during loading. It was reported that the physician attempted to remove the distal tip of device using a snare but failed as the length of the chosen snare was too short. It was reported that the physician then attempted to use a balloon to fogarty sweep the nosecone out but this method failed. The nosecone remains in a branch of the profunda. Patient was scheduled for an endarterectomy the following day to remove plaque from the right common femoral. The physician tried to remove the nosecone during this procedure but it was too far down the branch to retrieve. No further patient complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.